Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation during a case. There was no patient injury reported.

Manufacturer narrative:
Additional information was received that the battery alarmed pre-maturely. This is not a reportable malfunction. There was no failure of the battery. H6 medical device problem code updated to a160106.